Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display. This report is made based on the results of an investigation completed on 02/10/2015.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 02/10/2015 with the following findings: display is dim/fading/reddish. Pump case was removed and corrosion was found underneath the internal battery. Testing confirmed time and date reset to default after battery change on 12/03/2014 and the time and date reset complaint was duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).